Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had "administration tube set cracked" (broken off) prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 14, 2019 - october 15, 2019. H10: the actual device was received for evaluation. A visual inspection was performed, and the tubing line was observed to have been broken off at the solvent-bonded junction of the stressmember. A portion of the broken tubing remained inside the solvent-bonded area of the stressmember. The potential cause of the broken tubing line could be due to excess force applied onto the tubing line during product use which caused the tubing line to break off at the solvent-bonded junction of the stressmember. The reported condition was verified. The exact cause of the event could not be verified; however, the potential cause of the broken tubing line could be due to excess force applied onto the tubing line during product use which caused the tubing line to break off at the solvent-bonded junction of the stressmember. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.